Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service

Event description:
The fe reported that the system lost power and required a reboot. No patient serious injury or death was reported related to this event.